Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient developed severe impaired speech and a computerized tomography (CT) scan revealed an ischemic stroke. The patient was taken to the operating room for blood clot evacuation and discharged home. The patient was stated to have residual expressive aphasia that would require outpatient speech therapy. The device was not returned to the manufacturer for analysis as it remains implanted. Stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately three days post implant, the patient developed impaired speech and was taken for a computerized tomography (CT) scan which showed extensive ischemic changes involving the left cerebellum, left cerebrum, probable involvement of the left cerebral peduncle and brachial pontis. The patient was initially treated with intravenous heparin and mannitol and he was eventually taken to the operating room for blood clot evacuation. The patient was discharged home approximately one month later and was said to have residual expressive aphasia that will require outpatient speech therapy. No further details regarding the event were provided.